Event description:
The customer returned the device stating, "the device was double beeping during testing". During device evaluation it was found the downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were defective.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there were downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were defective. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective dso and uso sensors. They were replaced with new one to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.